Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient, who is followed up with infrequently, experienced syncope. The patient is pacemaker dependent; the leads are epicardial and pacemaker is abdominally placed. It was noted that when the device was programmed to bipolar pacing and sensing, loss of capture was observed. Right ventricular (rv) pacing impedance had also reportedly jumped high out of range on occasion. Noise was observed on stored episodes. The physician reportedly reprogrammed the implanted device to optimize therapy. The pacemaker and non-boston scientific epicardial leads remain in service. No additional adverse patient effects noted.